Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm diameter thoracic aortic aneurysm. Three years later the patient had a valiant stent graft implanted emergently for the treatment of a fistula. It was reported recently the patient presented emergently with a large gi bleed, which was determined to be coming from a fistula that formed between the aneurysm sac and the duodenum. The physician performed an open repair and elected to explant the stent grafts. The physician stated the cause of the event is the duodenum eroded into the aneurysm sac. No clinical sequelae were reported and the patient is fine.